Event description:
It was reported that the patient presented at clinic for a right ventricular (rv) lead revision due to a high capture threshold. During an attempted reposition on (B)(6) 2025, the helix of the right ventricular (rv) lead failed to retract, preventing successful repositioning. As a result, the rv lead was capped and successfully replaced on the same day. The patient was discharged.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited loss of capture. The patient remained stable.